Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08720 inches. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for several days while connected to the test sensor and glucose sensor simulator. No calibration not accepted, change sensor, or sensor not found alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 500mg/dl at 4 am on (B)(6) 2017 and 370mg/dl at 10:37am. The customer reported that the pump beeped and no alarm was seen. Customer confirmed that there was no red light and no alarm. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.